Event description:
The following information was reported to kci by the patient's family member: the patient allegedly experienced a 50% failure rate of what he believed to be multiple v.a.c. Therapy units as well as an infection. On (B)(6) 2014, the following information was reported to kci by the patient's family member: the patient reported experiencing three "failures." The patient reported experiencing three "failures." The patient described the first alleged failure as the unit stopped working, but confirmed they eventually got the unit to work. The second alleged failure was described by the patient as the staff could not get the unit to work correctly, and three dressing changes were performed. The patient's family member was unsure of the details pertaining to the third alleged failure. The patient's family member also stated that the patient has a large wound with periwound redness, and alleged a nurse stated the wound felt "a little warm to the touch." The physician performed a wound culture and administered prophylactic antibiotic therapy, results pending. Dates not provided. On (B)(6) 2014, the following information was reported to kci by the nurse: the patient used only one device, and experienced one technical issue with v.a.c therapy that resulted in multiple dressing changes. On (B)(6) 2014, the patient was placed on antibiotic therapy for periwound redness, and a wound culture was performed, pending results. On (B)(6) 2014, the nurse observed the wound, and was described as beefy red with periwound redness. No additional information is available.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged periwound redness or warmness is related to v.a.c therapy. It is unknown if an infection was confirmed via wound culture. There have been several attempts made to gather additional information, but there has been no response.